Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system 2 (lot# 550871, exp date 03/31/2010). (B) (4)

Event description:
Customer reportedly received result of 228 mg/dl on advantage system 1 and 85 mg/dl on advantage system 2 within 10 minutes. Customer took glyburide based on higher then normal reading. No adverse event reported. Requested return of suspect device, and replacement was sent.